Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, during an interventional procedure in the left superficial femoral artery the armada dilatation catheter balloon ruptured. The vessel was accessed through the right femoral artery. The armada dilatation catheter tracked nicely up and over into a heavily calcified left mid superficial femoral artery. Upon first inflation to 8 atmospheres, the balloon ruptured. The device was removed from the patient without any resistance. Another same size armada device was used to treat the lesion without incident. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen, balloon and side arm. Blood in the inflation lumen and balloon is consistent with a leak or rupture while in the anatomy. The balloon had loose folds, suggesting it had been inflated. There were no kinks noted to the shaft or the tip. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. During functional testing, the reported rupture was confirmed. Using a new indeflator filled with water, attempted to pressurize the balloon when fluid leaked from a radial rupture 4.1 centimeters (cm) proximal to the proximal seal. There were chatter marks on the balloon, 2 cm distal to the rupture for a length of 4 millimeters and 3 mm proximal to the proximal seal for a length of 5 mm. These chatter marks suggest that the balloon was subject to tight angulations during advancement. Scanning electron microscopy analysis results indicate that the balloon failure may be attributed to mechanical damage to the outer surface. Damage was observed at and adjacent to the radial leak. It is likely that the rupture is due to interaction with the lesion site, which was described as heavily calcified. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification or associated devices, this can cause the balloon material to weaken and rupture during inflation. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.